Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture/deflation".

Event description:
Healthcare professional reported, left side ¿rupture/deflation¿. The device has been explanted and replaced.